Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. After crossing a non-bsc guide wire and pre-dilatation, a 12 x 3.50mm promus elite mr drug-eluting stent was advanced to treat the lesion. However, the device became stuck with the wire. While attempting to pull back, the stent dislodged from the balloon outside the patient's body. The wire was cut to remove the device and completed the procedure with another 3.5x12mm promus elite stent. No patient complications were reported and the patient was fine.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus elite us mr 3.50 x 12 mm stent delivery system was returned for analysis. The stent was returned damaged and detached from the balloon. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. Crimp markings were evident on the balloon body and the balloon did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. The device was returned with a 0.0135 kinked guidewire loaded into the tip. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. Shaft polymer extrusion break was noted at 135.6cm distal from the distal end of the strain relief. The inner shaft polymer extrusion was stretched at multiple locations including the distal end of the device where the markerboards had moved distally as a result of the inner polymer extrusion stretching. Multiple kinks were also noted along the length of the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. After crossing a non-bsc guide wire and pre-dilatation, a 12 x 3.50mm promus elite mr drug-eluting stent was advanced to treat the lesion. However, the device became stuck with the wire. While attempting to pull back, the stent dislodged from the balloon outside the patient's body. The wire was cut to remove the device and completed the procedure with another 3.5x12mm promus elite stent. No patient complications were reported and the patient was fine.